Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (1894518). Device history review: product code 962112 work order (B)(4) was manufactured on 29 apr 2005. 19 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states the patient fell post op, ps rp insert sheered off and the result was lateral ligament instability. Depuy cement was also used. Doi: (B)(6) 2007; dor: (B)(6) 2017; right knee.